Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was programmed to therapy off for unknown reason. As of this time, this crt-d remains in service. No additional adverse patient effects were reported.